Event description:
During the surgery, the scrub tech noted the tip of the k-wire was missing after use at 1332. The surgeon was notified. The c-arm image revealed the k-wire tip in the right shoulder. The k-wire tip was removed at 1353, guided by the c-arm.